Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of colposcopy (negative for dysplasia), deep dyspareunia, seafood allergy, hypertension, tonsillectomy, dysmenorrhea, menorrhagia, endometrial biopsy, parity 1 and gravida I. Previously administered products included: depo provera. The patient had a family history of type 2 diabetes mellitus. As concurrent condition the report mentioned tonsillitis. The only concomitant product mentioned was zoloft (sertraline hydrochloride) since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014 she experienced pelvic pain (seriousness criterion intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016 she experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2016 she experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). In (B)(6) 2017 she experienced anxiety ("psychological or psychiatric problems condition: anxiety"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered anxiety, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2013 - (B)(6) 2013. Discrepancy noted removal date of drug updated to (B)(6) 2022 from (B)(6) 2022 uterus weighed 90 g. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.799 kg/sqm. [Hysterosalpingogram] in (B)(6) 2014: result-total bilateral occlusion. Everything was great; everything checked out [pathology test] on (B)(6) 2022: surgical pathology report. Specimen: uterus, cervix, fallopian tubes, cervix, uterus, bil tubes 90 gm. Lab ap report final diagnosis narrative. Uterus with fallopian tubes, total laparoscopic hysterectomy with bilateral salpingectomy: endometrium - disordered proliferative phase. Fallopian tubes - essure coils x2; negative for neoplasia x2. Lab ap gross description: there are two similarly sized portions of fallopian tubes with fimbria, each measuring approximately 3 cm length x 0.8 cm diameter, each with metallic essure coils. Lab ap clinical information:menorrhagia, dysmenorrhea [ultrasound scan vagina] on (B)(6) 2022: transvaginal pelvic ultrasound ((B)(6) 2022): anteverted uterus measuring 8.9x5.5x 4 cm with a 5.6mm endometrial stripe, normal-appearing right ovary measuring 3x1.9 x 1.8cm,leftovarymeasuring. 4x3.4x2.6cm with a left ovarian cyst with septations consistent with a hemorrhagic cyst measuring3.4x2.1x2.3 cm, no free fluid or adnexal mass. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received. Medical history & lab data added including pathology test .reporter information added. Non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Previously administered products included: depo provera. As concurrent condition the report mentioned tonsillitis. The only concomitant product mentioned was zoloft (sertraline hydrochloride) since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014 she experienced pelvic pain (seriousness criterion intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016 she experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2016 she experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). In (B)(6) 2017 she experienced anxiety ("psychological or psychiatric problems condition: anxiety"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (removal surgery). At the time of the report, the outcomes for these events were unknown. The reporter considered anxiety, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2013 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] in (B)(6) 2014: result-total bilateral occlusion. Everything was great; everything checked out quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, product stop date, action taken with drug, reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.